Event description:
The account stated that the cell-dyn 3700 analyzer has generated discrepant hgb results on a patient sample. The initial result was 7.15 g/dl, the retest result was 8.95 g/dl. The sample was then tested on the cell-dyn 3500 and the result was 9.2 g/dl. The account's normal range for hgb is (12.0 -14.0 g/dl). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: tygon tubing, t-fitting barb tubing, vacuum pump head, solenoid valve assembly, and silicon tubing. Replaced clogged tygon tubing, t-fitting barb tubing, silicon tubing, contamination/dirty vacuum pump head and hgb flow cell assembly, solenoid valve assembly as a precaution the customer performed auto clean procedure, replaced the peristaltic pump tubing and cleaned the solenoid valve. The issue occurred in open mode. The customer technical advocate (cta) requested to the customer to clean the wbc aperture, cycle power and perform precision run. After completing the requested procedures, the issue was not resolved. The customer requested a field service visit for issue resolution. On (B)(6) 2009, a field service representative (fsr) reviewed the precision ran by the customer and found it was within specification. The fsr replaced a clogged tygon tubing and t-fitting barb tubing. The fsr performed due preventive maintenance, ran controls and new precision. The cell-dyn 3700 was performing within specifications, no further investigation was required. On (B)(6) 2009, the customer reported that the issue persisted and requested an fsr visit. The customer stated that patient results had hgb results out of range high and when repeated were within normal ranges on repeated run. No impact to patient treatment, as results were not reported outside the lab. The results were reported from a back-up instrument. On (B)(6) 2009, the fsr was unable to duplicate the reported problem. The fsr replaced the vacuum pump head (dirty), the solenoid valve assembly as a precaution, the silicon tubing (clogged), and cleaned the hgb flow cell assembly (dirty). The fsr ran patient samples and results were within normal range. The instrument was performing according to specifications, no further investigation was required. The cell-dyn 3700 system operators manual, list number 06h89-01, revision f, under chapter 10, troubleshooting guide, pages 10-27 through 10-28, provides instructions for problem identification, problem isolation, and corrective action. Chapter 10, troubleshooting, page 10-60, provides troubleshooting instructions for imprecise or inaccurate hgb data. Based on the investigation, no product issue was identified for the cell-dyn 3700, in regards to the reported issue.